Event description:
An endeavor sprint rx drug-eluting coronary stent system, length 24mm, diameter 2.75mm, was used to treat a lesion in a patient. It was reported that the device did not cross the lesion and the stent was deformed on removal from the patient. Patient morphology details are unknown. Patient's status post procedure was reported to be very good and no clinical sequelae have been reported. The device was returned to medtronic for evaluation. Cine images were not provided for evaluation. The returned stent was positioned on the balloon between the inner shaft marker bands. The stent was severly deformed. The proximal stent segments had bunched distally less than 4mm from the proximal balloon pillow. There was some crown overlapping and misalignment noted on the middle and distal stent segments. The balloon folds on the proximal pillow were partially opened. Blood residue was evident between the balloon folds.

Manufacturer narrative:
(B)(4). Other (stent deformed during procedure). Evaluation, results: failure to deliver the stent.